Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient to the rep that the patient had lower back pain post implant (lower implant discomfort post implant). The rep noted that the environmental/external patient factors that may have led or contributed to the issue was that the patient had preexisting back pain and that their medical history was noted to be that the patient would get cortisone injections for their back prior to the implant. The rep reported that the diagnostics/troubleshooting performed and the actions/interventions taken were that they had tried turning stimulation down to see if that helped with the discomfort. The rep stated that they were also monitoring the discomfort as the incision healed. The rep stated that the issue was not resolved at the time of this report and noted that they would obtain more information from the health care physician (hcp) on (B)(6) 2020. The rep reported that no surgical intervention was planned or had occurred at the time of this report. There were no device issues reported. However, additional information was received from a consumer via a manufacturer representative on (B)(6) 2020. It was reported that the patient had discomfort at their implant site, and that it appeared that the ins tilted, so one end of the implant was pushing against the skin. It was noted that the patient may have had a fall that contributed to the issue. It was stated that the patient would evaluate for the next few weeks, and once covid is cleared, they would look to reposition the patient¿s pocket site. It was noted that would be scheduled after their next follow up appointment (4-6 weeks). No further patient complications are anticipated or expected as a result of this event.